Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with pen injection. Customer stated that there was no air bubble or leak. Customer did not allege insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use the minimed 670g system. The insulin pump will not be return for analysis.